Event description:
It was reported that at power up an error occurred when pressing the off key. The device was restored back to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.